Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of an nuisance ail alarms was not determined because no products or device logs were returned.

Event description:
It was reported that the device had nuisance air in line alarms. As a troubleshooting method the nurse would clean where the blue safety clamp is inserted with alcohol. This was reported to bd representatives during site visit. Bd clinical practice consultants (cpc) discussed ail sensor location and proper troubleshooting for nuisance ail alarms when no air is visible. The clinician also improperly set loaded by inserting the blue clamp first and holding onto the upper fitment as they closed the pump door. The upper fitment was extended out of the top of the pump module. Cpc reviewed proper set loading. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had nuisance air in line alarms. As a troubleshooting method the nurse would clean where the blue safety clamp is inserted with alcohol. This was reported to bd representatives during site visit. Bd clinical practice consultants (cpc) discussed ail sensor location and proper troubleshooting for nuisance ail alarms when no air is visible. The clinician also improperly set loaded by inserting the blue clamp first and holding onto the upper fitment as they closed the pump door. The upper fitment was extended out of the top of the pump module. Cpc reviewed proper set loading. There was patient involvement, however outcome is unknown.